Event description:
It was reported that the device did not work at the beginning of the procedure. No blood was collected or discarded. Although the account had a back up on hand, the surgeon chose to use this device as a drain only. Re-infusion of collected blood was not performed. The patient did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was discarded at the account and is not available for evaluation. The device history record and the non-conformance report database were reviewed for incidents related to the above condition within a 2 weeks period (+/-) from the lot manufacturing date. No related non-conformances and deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found.